Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative regarding a patient implanted for spinal pain. The hcp reported that the patient had back surgery and the system was compromised. Therefore, the spinal cord stimulator system was explanted and discarded. The issue was resolved at the time of the report. No additional details were available. No further complications or patient symptoms were reported or anticipated.